Event description:
(B)(4).

Manufacturer narrative:
A steris service technician inspected the table and found it to be operating properly. The technician tested all functions of the table and could not duplicate the reported event. The user facility's biomedical department inspected the table and no issues were noted. The technician did not make any repairs to the table as it was found to be operating to specifications. The table was returned to service and no further issues have been reported to steris. During our investigation it was determined that hospital personnel were in the process of transferring a large patient and during the transfer hospital personnel could have grabbed the tabletop which caused it to lift and make the table feel like it was tipping as reported. The surgical table did not tip during the transfer of the patient as initially reported but only had an appearance of tipping due to the tabletop being lifted by hospital personnel during the transfer of the patient at the end of the procedure. The table is not under steris service contract and is serviced and maintained by the user facility.